Manufacturer narrative:
The washer was installed in 2006 and is serviced and maintained by the user facility. The employee did not follow proper operating procedures for the reliance synergy washer when the obstruction occurred. During a washing cycle the chamber door came down and made contact with the manifold rack. The employee intervened and manually opened the chamber door to force the manifold rack into the chamber. As the employee was forcing the manifold rack into the chamber, the chamber door came down and contacted the employee's hand. The operator manual states (pp. 4-32), "door movement is controlled by door open and door close touch pads located on control panel." The operator manual states (pp. 4-32), "if an obstruction is present at the bottom of the washer chamber door, do not attempt to remove the object. A door safety sensor on the door button detects the obstruction. Door automatically stops when closing and opens completely." A steris service technician inspected the washer and found the door limit switches were stuck in the closed position. With the door limit switches in the closed position the washer was sensing the chamber door to be closed subsequently not detecting the obstruction. The steris service technician advised user facility personnel of the door limit switches requiring replacement; user facility personnel repaired the washer and returned the unit to service. No additional issues have been reported. Steris provided in-service training on the proper use and operation of the reliance synergy washer.

Event description:
The user facility reported that an employee obtained an injury while removing an obstruction from the washer's chamber. The employee sought treatment at the user facility's emergency department.